Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Event description:
On (B)(6) 2023 it was reported that the site was medically managing what they believed to be thrombosis on the sensor. Anticoagulant dosage was increased to therapeutic level to treat the suspected thrombosis but the waveform remained dampened. No imaging was performed to confirm thrombosis. A second sensor was successfully implanted on (B)(6) 2023. There were no adverse consequences to the patient.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.